Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that an error message was observed on the patient controller. An update to the patient controller was completed to help resolve the issue. Therapy was confirmed.